Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test. Identification of issue has been done by analyzing problem description, service report and device's log files. Based on technician statement, the pressure transducer printed circuit boards (pcb) and expiratory channel pcb were checked and have been replaced to resolve the issue.pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. There was no patient involvement.the defective parts have not been available for further evaluation. The root cause to the reported issue has not been determined.